Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit had debris present in the objective lens and the pink probe had a deep cut present, exposing metal. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that a physical impact of some form, ultimately leading to component failure caused the damage to the pink probe. As for the presence of foreign material, no definitive cause could be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus ultrasound gastrovideoscope's pink probe had a deep cut present, exposing metal. Additionally, there was debris found on the objective lens. There was no patient involvement during this event.